Event description:
Unsuccessful retrieval of device. Snare became entangled. Unable to remove snare or filter. After given options, family chose to have device pulled down right groin, snipped and left in place. A 75% survival rate vs. 25% survival rate with other option. Family has concerns after reading info on internet. How safe is it to leave this device in pt?